Event description:
Rti surgical, inc (rti) and tutogen medical (B)(4), a wholly owned subsidiary of rti, received a complaint on (B)(6) 2015 reporting that the pt had a bovine pericardium graft implanted on (B)(6) /2015 and soon after developed a pseudomeningocele. On (B)(6) 2015, the pt underwent a surgical procedure where it was noted that the graft had developed a hole. The pt has a history of chiari malformation requiring a posterior fossa decompression 10 years ago. He presented with recurring symptoms, including headaches and vomiting, and underwent a decompression on (B)(6) 2015, when the bovine pericardium graft was implanted. At the time of the procedure, the graft appeared intact without defects and the procedure was uneventful per the surgeon. The pt developed signs and symptoms of a pseudomeningocele with leak at an unk date, leading to the intervention on (B)(6) 2015 where the surgeon noted the graft had 2 holes at the suture line, one hole in the pt's dura mater, and the graft appeared to be thinned. Upon manipulation of the graft it developed a hole in the center. Another graft was implanted. The pt developed another leak and evidence of hydrocephalus which prompted the placement of a shunt.

Manufacturer narrative:
Method: graft was not returned to rti for evaluation, therefore a re-review was performed of the manufacturing records, sterilization run reports, environmental monitoring results, quality controls / assurance reviews and release, and the complaint database for related complaints associated with the lot. Results: no deviations were noted during processing for lot nz13370125. The graft underwent a validated sterilization methodology; tutoplast which includes terminal sterilization by gamma irradiation after packaging. Environmental data and records generated during and around time of processing for lot nz13370125 were acceptable. To date, rti has distributed (B)(4) xenografts from the lot without related complaints. Conclusion: the device was not returned for evaluation. Records re-review results demonstrated no deviations during the manufacturing of graft ID (B)(4) and it met all specification requirements and release criteria at the time of distribution. The surgeon indicated that prior to implantation the graft was inspected and appeared intact and homogenous. No related complaints were associated with this lot. Based on our records re-review and the info provided, this event is unlikely related to the xenograft implant.